Event description:
The customer's mother reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer's mother also reported that the threshold suspend feature of the insulin pump activated while he was sleeping. The customer's mother reported that the insulin pump activated the threshold suspend feature when the customer's actual blood glucose level was 130 mg/dl. The customer performed troubleshooting. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.